Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was used to remove a <10 mm intestinal polyps in the transverse colon during a cold snare procedure performed on (B)(6) 2023. During the procedure, the physician was trying to remove the intestinal polyps that were found during a painless colonoscopy at the endoscopic center. However, the physician's feedback was trapped. The steel wire was too thick and not sharp enough, making it difficult to remove the lesion. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.